Event description:
Pt complained of laxity and a painful knee when walking or climbing and descending stairs. Knee was opened and patella was found to be worn to the metal. Tibial insert was still intact but was discolored on the bearing surfaces below the medial and lateral condyles. The patella and tibial insert were both removed an replaced.